Manufacturer narrative:
(B) (4)(B) (6)

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. According to the complainant, the procedure was successfully completed. During the patient's one year follow-up visit, the patient reported experiencing dyspareunia; pain, as evidenced by a pain scale of 80/100; and dysuria, diagnosed as bladder pain syndrome / interstitial cystitis.